Event description:
It was reported that the customer was hospitalized for low blood glucose of 40mg/dl. It was stated that after removing the infusion set, the customer re-connected to the device and may have over bolused causing his low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.